Event description:
It was reported that the patient experienced a fall and since then the system was not working well. Upon further investigation it was noticed the l4 lead was fractured confirmed with imaging. Surgical intervention took place where the system was explanted and replaced to address the issue. The ipg was elective. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.